Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's medtronic diabetes therapy consultant reported via email that one year ago the customer had a hypoglycemia event that required parademics to intervene. The patient's blood glucose at the time of incident was not given; however, the patient was treated with an injection of glucagon. The patient is doing well now and has not had a low that severe since that incident. The pump settings have been adjusted by the customer's physician and he does not want a follow-up call. No products were returned or shipped.